Manufacturer narrative:
The customer reported that they replaced the 9v battery, but the AED will not power on and the asi is flashing red. The maintenance schedule is reported as monthly. Communication with the customer: called the customer for log history file download with new battery pack and verified the AED serial number. Customer stated that the device displayed a service code for 'error warning' that may be related to the battery depleting due to failure to address red asi, when the new battery pack was installed, and the asi is flashing red. Had the customer perform a manual self-test, perform log history file download, and verify that the asi is flashing green. The AED is functioning as designed and can stay in service. The log history file is to be sent to the manufacturer for further analysis. The customer requested new pads; referred to the distributor. Sent an email with the distributor contact info and part info to the customer. No additional information is currently available to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that they replaced the 9v battery, but the AED will not power on and the asi is flashing red. The customer did not report that this event occurred during patient use.